Manufacturer narrative:
H3) no parts have been returned for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that they were receiving a localizer faulted error in the registration screen. The site rebooted the system and the error still displayed. While under the registration screen, the site reported no "open tracking details" were visual under the tracking window on the bottom right. There was no noise from the flat emitter. The site ran print diagnostics and everything was connected and no faults were found other than tca no connected. The site removed flat emitter and plugged in the side emitter and connected without error. Technical services (ts) double verified the site was unable to see open tracking details under the tracking window and site was able to see it. The site reported that the tracking window and the site was able to see it. The site reported that the emitter and break-out-box was green. Ts had site plug flat emitter back in and flat emitter was now displaying green and localizer faulted error no longer displayed. Ts asked if connection initially of the flat emitter was seated well in the I/o panel and site stated it was "in there tight." There was no patient involvement. The probable cause of the event was due to a connection of the flat emitter needed to be reseated.

Manufacturer narrative:
D11: emitter 9733752 axiem 3 table top medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.